Event description:
It was reported that the patient experienced inflation issue with the inflatable penile prosthesis (ipp) due to bent cylinders and firm pump. The ipp pump was not effectively transferring saline into the cylinders thus causing partial inflation of the cylinders. The pump and cylinders were removed and replaced with new ipp pump and cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.